Event description:
Related manufacturer reference number: 2017865-2021-29862. It was reported that the patient presented for follow up with the right ventricular lead exhibiting a history of low pacing impedance that resulted in polarity switch. The right atrial lead also noted to exhibit low pacing impedance recorded in (B)(6) 2017. Programming interventions were made in (B)(6) 2017 and the patient was noted to be non-pacing dependent. There were no patient consequences and no further interventions reported.